Event description:
A malfunction alarm with code malf 24 was reported, and it was determined that the fault was not resettable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions for using the new pump, including storage mode instructions for returning the defective pump. The customer was advised to use manual daily injections (mdi) as a backup therapy until the new pump arrived, and they agreed to return the problematic pump using a pre-paid label.